Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the impactor fractured. There was no harm or injury to patient and no reported delay. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This submission is provided as images obtained showed that the lot number was incorrect. The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h4, h11. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. Visual examination of the provided photograph identified part and lot numbers. The impactor tip is fractured and there are bio debris on the fracture surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.